Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional device product codes: hwc complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that the patient underwent surgery with item 04.112.047s (B)(6) 2022. When the patient had a fracture and was reoperated on, the surgeon commented his dissatisfaction that there were not enough bottles of the product in question in the arranged product. The patient underwent open reduction/internal fixation for a clavicle fracture on (B)(6) 2022. The patient was reported to be stable. No further information is available. This report involves one 2.7mm/3.5mm ti va-lcp lat ant clavicle pl/10h/101mm-ster. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history: manufacturing location: elmira / packaged, sterilized and released by: monument. Release to warehouse date: 21-may-2021. Expiration date: 01-mar-2031. Part number: 04.112.047s, 2.7mm/3.5mm ti va-lcp lat ant clavicle pl/10h/101mm-sterile. Lot number: 94p2810 (sterile). Lot quantity: (B)(4). Note: plate was manufactured by elmira; lot number 88p8653. Parts were thermal rinsed, packaged, sterilized and released by monument. Rework for two pieces at op#120 for ¿generate label¿ and 2 more pieces at op#150, ¿seal order¿ were performed according to jabil. Production order traveler met all inspection acceptance criteria, apart from these four pieces note for rework. It was noted that one secondary label was placed on this pll. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 19639 supplied by (B)(4) was reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.